Manufacturer narrative:
The site declined to provide patient information, per (B)(4) privacy laws. Return requested for suspect open spine clamp. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report that, while in a spine procedure, the surgeon was unable to securely attach the spine clamp to the spinous process. A second referencing set was opened, allowing the surgeon to continue the procedure. Delay in therapy was 4 minutes. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.